Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pace impedance measurements and loss of capture (loc) at routine follow-up. X-ray was negative for anomaly. The lv lead was programmed off pending a procedure to revise or replace the lead. No adverse patient effects were reported.